Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had a problem with an insp. Port p.n. Msp161243: leak 10.3. No patient involvement. Addition hamilton medical ag: device alarms with high oxygen alarm (monitored oxygen value is out of tolerance (+ 5%) of the set value ).